Event description:
Patient was implanted with lefort 1 osteotomy (four plates with 18 screws) on (B)(6) 2012. Six weeks post-op patient developed left maxillary sinusitis and increase in prominent irritation near the left anterior plate. CT revealed edema and moderate septal deviation, air fluid level membrane was thick. Patient was returned to operating room on (B)(6) 2012 for removal of one of the plates and five of the screws. The remaining three plates and thirteen screws remain implanted. This is 1 of 6 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.